Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hospitalized between (B)(6) 2017 due to low blood glucose, with blood glucose of 25 mg/dl at the time of the incident and treated with food. The customer experiences the lows between midnight and 4 am. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump over-delivered insulin. Customer also complained about sensor glucose versus blood glucose differences, a high blood glucose incident, and other low blood glucose incidents. The insulin pump will not be returned for analysis.